Manufacturer narrative:
Medwatch number: mw5078646 at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants for unknown indication on unknown date developed ctcl and an autoimmune disorder as evidenced by bone marrow biopsy and lesion biopsy (results not provided). No date of explantation was provided thus far. No product issue, such as rupture, has been reported. The root cause of the patient's symptoms are unclear. No patient name or contact information is available at this time, therefore no follow up can be completed. Should more information become available, this case will be re-assessed and notes will be updated. This report is for one of the two devices.